Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 977a260 serial# (B)(6) implanted: (B)(6)2023 explanted: (B)(6)2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2023 explanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the leads had migrated. There were no symptoms or complications reported by the rep.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2023 ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The healthcare provider (hcp) was told by the patient (pt) that they fell and that all of their lead contacts were broke except for one and that the pt had turned off their stimulation because their stimulation was shocking them. Stimulation is also in the incorrect location. Patient experienced multiple falls and started to experience painful stim in their abdomen. Cause of the issue is reported as the patient's fall. Patient's system was interrogated, all impedances are high and out of range.